Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and the review of the files indicates that; during testing an user error contributed to the failure reported. The se completed all the testing and the unit operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator went into inoperable condition with safety valve open. The ventilator was not in use on a patient at the time the malfunction occurred.